Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation the xpert stent partially deployed when the sheath, covering the distal end of the delivery catheter, was moved. This occurred out of the body and there was no patient involvement. Though requested no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.